Manufacturer narrative:
Describe event; corrected data; initial report inadvertently omitted information known prior to submission. Relevant tests/laboratory data; corrected data; initial report inadvertently omitted information known prior to submission. Evaluation codes; corrected data; initial report inadvertently listed the wrong conclusion code.

Event description:
Information obtained that the increased seizures are not vns related and the patient had a change in medication recently. It was also noted that the patient was not admitted into the hospital, but was an outpatient. No other relevant information has been received to date.

Event description:
Patient was referred for a generator replacement due to battery depletion and then it was reported that the patient was admitted into the hospital due to increased seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.